Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the nurse call function is not working on this bed. No injury reported.